Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-operation.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient stopped charging the ipg. The device became inoperable as a result. Surgical intervention may be pending to address the issue.